Event description:
It was reported that the patient was experiencing an increase in seizures and would be referred for generator replacement. It was reported that the device diagnostics showed ifi - yes. Clinic notes dated (B)(6) 2014 note that the patient continues to experience brief seizures on the current management. Clinic notes dated (B)(6) 2014 note that the patient was doing well and was seizure free on the current management. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
It was reported that the patient underwent generator replacement due to battery depletion. The explanted generator was received for analysis. Analysis of the generator was completed on 01/21/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.